Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the touch screen on the unit is not working and is freezing up. The customer does not have information regarding if the device was on a patient when the reported issue occurred, patient involvement is currently unknown.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the front panel and missing o-rings in the flow sensor. The unit meets factory specifications. The carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component found that the resistive touch panel was damaged, but the touch screen operated as expected and the reported issue was not duplicated.